Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up and down arrow keys were unresponsive. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further information reported.